Event description:
A malfunction alarm, specifically malf 16, was reported. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to enter storage mode for the faulty pump and return it using a pre-paid label within ten days. The customer acknowledged understanding and agreed to use multiple daily injections as a backup therapy.